Event description:
It was reported that during, intra-op, after all the implants had been deployed, compression had been done without counter-torque and the free screw broke. The broken screw was removed and another screw fas 7.5 x 45mm was deployed. No fragments remained inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital, device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual review confirms one side of fixed angle screw head is broken off and not returned for analysis. The unbroken side of the fas head reveals fas head thread flank and crest damage. On the broken side fracture appears to have initiated near the base of the thread root and propagated cross-sectionally through the implant; the direction of material deformation and fracture is consistent with bend stress overload. The above observations are consistent with suggest bend stress overload during intraoperative assembly.